Manufacturer narrative:
The customer reported a complaint that the autopulse platform (sn (B)(6)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message was confirmed during the functional testing and archive data review. The root cause of the (ua) 07 error was due to the failed load cell module, likely attributed to a failed component or mishandling such as a drop. During visual inspection, there was no physical damage observed on the autopulse platform. The archive data indicated several (ua) 07 errors around the reported event date, thus, confirming the customer's reported complaint. The autopulse platform failed initial functional testing due to (ua) 07 displayed upon powering on, thus confirming the customer's reported complaint. During the power-on-self-test, the load sensing system detected a weight or load imbalance between the two load cells. The load cell characterization test results confirmed that load cell module 2 was exceeding normal parameters and was replaced to remedy the (ua) 07 error. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with the good known test battery without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with serial number (B)(6).

Manufacturer narrative:
Zoll has not received the platform for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed.

Event description:
The customer reported that after the call when a new lifeband was installed, the autopulse platform (sn (B)(4) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message. The customer replaced the lifeband, but the issue persisted. No patient involvement.